Event description:
It was reported that the patient received 201 appropriate shocks which subsequently drained the battery. The device reached elective replacement indicator (eri) and exhibited expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).